Event description:
It was reported that during a coronary stenting treatment procedure the stent moved on the balloon. The target lesion was located in the heavily calcified proximal circumflex artery. The lesion was being direct stented with a 3.5 x 16mm ion mr stent. The stent delivery system was advanced twice, but was unable to cross the lesion. The physician removed the device and noted that the stent had moved on the delivery device. The procedure was completed with angioplasty with an apex 3.0 x 15mm balloon catheter inflated twice at 14atms for 20 seconds. A 3.0 x 16mm ion was deployed at 14atms for 20 seconds. This was post dilated with a 3.0 x 12mm nc quantum balloon catheter. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by MFR.:the device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).